Manufacturer narrative:
Evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole alarms) was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, exposing and damaging wires. The damaged wires caused the reported alarms. The root cause for the strained cable would not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
Download data from a (B)(6) year old male patient revealed that the patient was receiving false asystole alarms. Zoll customer support contacted the patient and issued him a replacement electrode belt.